Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3 and 2 half height enhanced cubie drawer, pockets intermittently failed. A field service engineer (fse) cleaned the contacts on the controller board and secured all connections. The fse tested the system using the hardware test application (hta), and results were confirmed as good. The customer completed inventory on the drawers, and the system was verified to be fully operational. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 3 and 2 was failing intermittently. The customer reported that there was possible disruption in patient care due to the malfunction, however, no delay was reported. There were no adverse events or injuries reported based on this incident.